Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient's condition was declining quickly and the reporter felt it had something to do with her device. The patient had the trial and was not great but was doing ok. It was stated the patient was (B)(6) and she seemed weak and the health care professional (hcp) said she was fine. The patient had surgery and they kept her overnight. The next day the she could barely walk. The patient was taken back to the hospital on (B)(6) 2013 and then she got transported to a rehab facility for a couple of weeks. At christmas time the patient had a live in nurse there to take care of her. Since the beginning of (B)(6) 2014, patient's short term memory was almost gone, her incontinence was worse, she couldn't walk or stand and couldn't make her feet move. The patient could move her feet when she sat, however. It was stated "they had to pull the patient out of her chair and when they did this the patient was almost in a full squatting position." The reporter was uncertain if the patient had tried turning the stimulation off to see if this effected her symptoms. It was stated that the hcp didn't think it was the stimulator and that it could be parkinson's, so the patient was evaluated for this. However, the reporter stated it wasn't parkinson's. It was also reported that the hcp then thought it was "natural pressure hydrocephalus" and she had a spinal tap test done which came back negative. These tests were done in the last 3 weeks. The patient had an appointment with her doctor on (B)(6) 2014. At the time of the report she couldn't stand. It was later reported that the patient had visited her doctor recently and the therapy was working fine, she had no issues with the therapy. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and a manufacturer representative reported that the patient was affected by anesthesia after the surgery, had a bad reaction, and was out of it for 6 months. They thought it was alzheimer's and then dementia. The dementia had been reduced. Since the patient had been affected by the anesthesia their implant went into overdischarge. The patient was unable to recharge. The patient met with a manufacturer representative and they did something on their back where they waited an hour. It was thought that the patient was describing a physician mode recharge. They did this 4 times but the implantable neurostimulator (ins) didn't respond. The device was unable to be recovered. The doctor told the patient that they would have to replace the battery.

Event description:
Additional information received from the manufacturer representative reported that the date the patient met with the manufacturer representative and the device was unable to be brought out of overdischarge was 2015 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had a bad reaction from their implant and was out of it for almost a year. On (B)(6) 2013 the patient went home from the implant and was not walking well. On (B)(6) 2013 the patient fell out of bed and they were experiencing a shortness of breath. On (B)(6) 2013 they were admitted to the hospital for major confusion, sadness, and shortness of breath. They stayed at the hospital from (B)(6) 2013 to (B)(6) 2013. They went to rehab on (B)(6) 2013 and they were evaluated on (B)(6) 2013. At the evaluation it was found that the patient had 50% impairment getting from chair to bed, 25% impairment walking, 25% ability to dress self on top, 90% impairment dressing self on bottom, and 50% impairment to short term memory. They were released from rehab on (B)(6) 2013. On (B)(6) 2014 the patient could no longer walk or stand. From (B)(6) 2014 to (B)(6) 2014 the patient had a CT scan and MRI of their brain. They also had blood and urine tests. The patient was evaluated on (B)(6) 2014 and was noted to have advanced stages of dementia. Between (B)(6) they took the patient off all medications including gabapentin, incontinence medications, and valium. It took about 1 month and the symptoms started to go away. They started to get a bit more mobile at this point and their dementia was almost gone. The patient had been in a wheelchair but they were able to walk around unassisted at the time of the report. They used the stimulator from (B)(6) 2013 to (B)(6) 2014 and then didn't try.